Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1cc of juvéderm® voluma® xc in the cheeks, and 2cc of skinvive¿ by juvéderm® in the cheeks. Patient concomitantly received 3 syringes of non-abbvie versa in the chin and cheeks, as well as 6u of botox in the chin. Two years later, patient received a series of nouvaderm laser treatments with exoie plant exosomes. The second occurred two months later using the nouvaderm 1927 fractionated laser treatment. The third and final treatment occurred about two months later where the patient received a vi purify with precision plus after the nouvaderm laser. Approximately two weeks later, patient contracted covid which triggered swelling in the glabella, under eyes, and left chin/jawbone. Patient did not originally believe the symptoms were related to the filler injections 2 years prior. Patient had an MRI performed. Patient noted a nodule on the chin, later described by the hcp as a granuloma. Hcp noted granulomas seem to be "in [the] glabella ([hcp] didn't put any filler there but did treat [the patient] with botox there" as well as in the under-eye area, near the "medial cheek almost in the tear trough, and on [the] right jaw". Symptoms are ongoing. This relates to juvéderm® voluma® xc.